Event description:
The customer reported the panorama central station had a blank screen, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system and found a failed mother board. Corrections included replacement of the system's mother board and clearing of error logs. The unit was tested to factory's specs. It functioned normally and was returned to use.